Event description:
The customer reported that during a total laparoscopic-assisted hysterectomy, the tip of the instrument disengaged into the patient's cavity while it was being used to take down the vaginal/cervical cuff. The instrument came into contact against a metal ring and the tip broke off. The piece was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.